Event description:
Event description guidant received information that this transvenous defibrillation lead gave inappropriate shocks due to oversensing. The lead was removed and a new lead was implanted. The oscor lead was also removed and returned for analysis.